Event description:
In 2008, the pt reported his insulin infusion device displayed "77." He stated this message would not clear. The troubleshoot, the patient was instructed to remove the batteries. The patient stated he was currently driving, but would remove and change the batteries when he arrived home. The pt was contacted later the same day, and it was determined that the batteries at issue were part of the recall. The pt was advised to discard all recalled batteries. The pt was in the process of switching to a new insulin infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.